Event description:
Heat treat blanket in use pre-operatively and intra-operatively to assist with normothermia. Discovered when pt in post-anesthesia recovery unit that reddened areas had developed to her lower abdomen, groin, and bilateral upper thighs. Reddened areas did resolve on their own and did not require medical intervention. Discovered during investigation that a surgical safety strap had been used on top of heat treat blanket intra-operatively. Dates of use: (B) (6) 2010. Diagnosis or reason for use: normothermia for surgical procedure. Event abated after use stopped: yes.